Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was diagnosed with twiddler syndrome and dislodged the right atrial (ra) lead, the right ventricular (rv) lead, and the left ventricular (lv) lead. The patient reports thumping on right side when the patient lays down. The ra lead was found to have no sensing. The rv lead triggered a lead integrity alert (lia) due to impedance variation and oversensing with sensing integrity counter (sic) episodes. The ra and rv lead were repositioned and remains in use. The lv lead was removed and a new lead was implanted. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.